Event description:
A tandem mobi cartridge alarm was reported by the customer. The impact on the customer¿s blood glucose level was unknown. The issue was resolved by the customer by changing the cartridge, allowing them to successfully resume insulin administration.